Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leakage at septum on (B)(6) 2024 at 23:30, the nurse inserted an indwelling needle for patient in bed (B)(6). When the puncture was successful and the steel needle was removed, some fluid oozed out of the indwelling needle isolation stopper along with the steel needle. The nurse immediately used a sterile cotton swab to absorb the excess fluid and continued the fluid replacement therapy. Due to the prompt treatment, there was no adverse effect on the patient.

Manufacturer narrative:
1. DHR/bhr review lot#4145144. 1-the products of this batch were assembled at intima ii auto line 4 in june 2024, and packaged at r240 package line in june 2024. Work order quantity was (B)(4) pcs; 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications; 3-the leakage test results of (B)(4) pcs in process testing and (B)(4) pcs in outgoing testing were within the product specifications; 4-no unqualified, deviation or rework activities in the production process; 5-the septum assembly equipment without abnormal maintenance. 2. No defective sample and photo have been received for the complaint. 3. The retained samples of this batch are taken for 800mm simulated clinical leakage test, and no leakage is found at the septums. Please see the attached test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found in the process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample is not returned for further testing, the root cause of the leakage at the septum cannot be determined. The plant will continue to track and trend the issue.

Event description:
No additional information provided.